Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with 'panel connection lost' and displays 'invalid s/n'." No patient involvement.

Manufacturer narrative:
The customer reported alarms ¿panel connection lost¿ and ¿invalid s/n¿ displayed on the hamilton-g5 ventilator. There was no patient involvement at the time of the reported event. The device exhibited non-functional hard keys and touchscreen, and test mode could not be accessed to download logs. A different interaction panel (ip) with the same software version was connected, resulting in the same behavior, indicating the issue was not isolated to the ip. No logfile was available for further technical analysis.the failure pattern is consistent with a hardware malfunction affecting communication between the ventilator unit and interaction panel, most likely the vu esm (embedded system module). The correction implemented was shipment of part number msp396377 (vu esm) to the customer. The partner confirmed that replacement of the vu esm resolved the problem, and no further complaints are registered for this device in the system.